Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin I immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted in a troponin I value of 0.761 accompanied by a data flag. The sample was repeated three times, resulting in values of 1.45 accompanied by a data flag, 0.758 accompanied by a data flag, and 1.18. The value of 1.18 was released outside of the laboratory. The second sample initially resulted in a troponin I value of 0.413 accompanied by a data flag. The sample was repeated two times, resulting in values of 0.100 accompanied by a data flag and 0.121. The value of 0.121 was released outside of the laboratory. The troponin I reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that a wash station nozzle was blocked, causing poor washing of a sipper probe. System reagent tubing was replaced and maintenance was performed on the analyzer. Controls were within specifications after these actions and there have been no further patient sample issues. Upon review of the alarm trace, multiple clot alarms are observed daily. This points to potential issues with sample quality. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.